Manufacturer narrative:
The reported events were lead dislodgement, increase pacing impedance and twiddler¿s syndrome. As received, a complete lead was returned in one piece. The s-curve height was measured within specification. The reported event of increase pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
Further information was requested but is not available.

Event description:
Related manufacturer report numbers: 2017865-2021-18410, 2017865-2021-18411 and 2017865-2021-18412. During follow-up, increased pacing impedance was observed on the left ventricular (lv) lead. X-ray imaging was performed and revealed lv lead dislodgement. During the revision procedure, the right ventricular (rv) and right atrial (ra) leads were observed to have twisted insulation. The physician alleged lead damage, although it was not confirmed. During the procedure, blood in the device's header was also observed. The physician alleged the event was due to twiddler's syndrome. The event was resolved by explanting and replacing the lv lead, rv lead, ra lead and device. The patient was in stable condition.